Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
D3 and d4 fields updated. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.